Manufacturer narrative:
The device was attached to the usg-400/esg-400 and passed the probe check. Both switches were checked, and found both switches are functional. A visual inspection was performed on the returned device, and there was a large amount of tissue build up. The ptfe pad (teflon pad) was inspected, and found it partially split in cross direction, and severely worn exposing metal. Additionally, charred marks were observed on the teflon pad. The distal end of the device was inspected under a microscope, and found no visual indication of damage to the probe unit. The wiper movement has some minor restriction due to the tissue build up. The consistency of movement of the handle, and jaw is normal. The handle load is normal. The rotation of the knob torque is normal and smooth. This type of teflon damage is most likely related to the operator's technique. The instruction manual contains several warning statements in an effort to prevent damage to the teflon pad. "Do not to activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur."

Event description:
The service center was informed that two thunderbeat handpieces failed during an unspecified procedure. No device fragment fell into the patient. There was no bleeding reported. It is unknown if the intended procedure was completed. There was no patient injury reported. This is 1 of 2 reports.